Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their meter. The customer states the meter is not linking up with the pump. The customer states they have been entering their blood glucose levels manually onto the pump. The customer states that they have been running low. The customer states they have been between 40mg/dl and 70mg/dl. The customer states they have been treating with glucose tablets. The customer was not able to troubleshoot for the lows at the time of call, and was advised to call back at any time to troubleshoot. The customer was assisted with linking meter.